Manufacturer narrative:
Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported "leaking right breast implants. Large lymph-node lumps in armpits and hardened breast." Status of the device is unknown.

Event description:
Device has now been explanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Physician reported capsular contracture, baker grade ii. The device remains implanted as patient is pregnant.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Patient reported "leaking right breast implant. Large lymph-node lumps in armpits and hardened breast". Physician reported capsular contracture, baker grade ii. The device remains implanted as patient is pregnant.